Event description:
Same case as MDR ID: 2134265-2015-00152. (B)(6). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical status assessment indicated that the patient¿s qualifying condition was stable angina. Subsequently, the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis, length of 18 mm and reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was located in the mid right coronary artery (rca) with 75% stenosis, length of 16 mm and reference vessel diameter of 3.50 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on dual antiplatelet therapy. In unspecified date, coronary angiography was performed and revealed isr of 3 x 28mm and 3.50 x 20mm study stent in rca and non-study stent in left anterior descending (lad) artery.

Manufacturer narrative:
Outcomes attrib. To ae, and describe event or problem updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2015,coronary artery stenosis in mid lad and 1st obtuse marginal branch was noted and the patient was hospitalized. In addition, non-target vessel (tvr) was performed in response to the event. One day post procedure, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, coronary angiography revealed in-stent restenosis (isr) of a non-bsc stent in left anterior descending (lad) artery, stenosis in left circumflex (lcx) and suspected isr of 3 x 28mm and 3.50 x 20mm study stent in rca. In (B)(6) 2015, the patient underwent another coronary angiography. However, isr in rca was not considered as significant stenosis from the result of fractional flow reserve (ffr) and no treatment was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).